Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unk. The complainant indicated that the device will not be retuned for eval because it was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the ship history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp, that a unk sized sensor guidewire was used in an unk procedure on a pt of unk sex and age. According to the complainant, the blue ptfe coating on a sensor wire came off after back feeding a scope over the guidewire. Further details of the event are reported to be "not available". Add'l attempts have been made to obtain event clarification and pt f/u. These attempts have been unsuccessful.